Event description:
It was reported that the patient with this implantable pacemaker was hospitalized due to syncope. The ambulance staff also observed asystole on the electrogram (egm). Reportedly, the ventricular threshold has been high for the past 12 months. In-clinic testing was performed and automatic threshold testing was attempted with the electrocardiogram cables on, and failure to capture was occurring, but it was not visible on the egm, so it was believed to not be accurately detected by the device. After discussion with the physician, it appears that the cause of the failure to capture was that the outputs were programmed below the appropriate voltage due to under detection of the threshold by the automatic testing. Subsequently, the automatic testing was turned off and a fixed output programmed as the patient is dependent. The patient was kept in the hospital overnight for monitoring, and the chest x-rays show adequate position of the device system. The device system remains in service. No additional adverse patient effects.